Event description:
Since using fixodent I have experienced many issues regarding nerve damage. I am currently waiting for testing/results of copper and zinc levels. I have numbness, cramping, tingling, pain from the slightest touch in my hands, fingers, arms, feet, legs. I have a lot of trouble with memory loss. I have no interest in sexual activities. These problems have caused many issues in my personal life. I have had surgery on my left arm to move "rearrange" the nerves that were believed to cause my problems that started in that arm. The surgery provided no relief and was done a second time, with still no relief. Dose: enough to secure my dentures. Frequency: 3-4 times weekly. Route: dental. Dates of use: 1996 - 2009. Diagnosis: dentures that are not secure fitting. Event abated after use stopped: no.